Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis will not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies parent artery occlusion, emboli, ischemia, premature or difficult coil detachment, clot formation, and neurological deficits including stroke and possibly death as potential complications associated with use of the device.

Event description:
It was reported that coil embolization treatment was performed for an anterior communicating artery aneurysm. After placement in the aneurysm, the coil would not detach after 3 unsuccessful tries with the controller. During an attempt to withdraw the coil, the coil unexpectedly detached. The coil could not be pushed into the aneurysm with the detached pusher wire. When the pusher wire was removed from the microcatheter, a "thin thread" came out of the microcatheter, still attached to the pusher wire. A gentle attempt was made to remove the thread; however, it detached in the microcatheter. A snare device was then used to retrieve the detached coil; however, the coil slipped out of the snare into the parent vessel and thrombus subsequenty formed. A stent was then implanted in the right aca a1-a2 segments to trap coil loops that had dropped out of the aneurysm, and anticoagulation treatment with integrilin and heparin was administered. Despite interventional treatments, the patient developed thromboembolic complications and died two days after the procedure from ischemic brain injury and intractable cerebral edema.